Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It was further reported that the package is not sealed and the issue was found before use. An email was sent to request additional information. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported "product packaging no pressure, resulting contaminated exposed dressings."